Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. Directions for use dfu-0147-eor5 tightrope® devices g. Precautions 1. Knee tightropes only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
Additional information: this issue was discovered during an aclr procedure. It is unclear whether the suspension mechanism initially locked and then failed or never locked, as well as whether excessive force was applied during graft adjustment or milking motion. There were no signs of device damage, such as frayed sutures. The surgery was not delayed, and no adverse patient effects have been reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, an arthrex subsidiary employee reported via email that an ar-1588btb-2j tightrope ii btb did not maintain suspension locking after plate passage. During graft adjustment with a milking motion, the graft repeatedly pushed back and was not fixed in the tunnel. To complete the procedure, the specialist inserted an interference screw. The patient¿s bone quality was good; no additional anesthesia was required. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 12/02/2025.